Event description:
It was reported that signal loss over 1 hour occurred on for transmitter with serial number 8lltyy. However, transmitter with serial number 8kh9ee was returned for evaluation. An external/exterior visual inspection was performed and passed. Voltage check was performed and passed (0.45 vdc). Pairing with nordic bluetooth device was performed and passed. A review of the bin file was performed and no data was found for serial number 8kh9ee within the investigation window. The allegation was undetermined. The probable cause was determined to be transmitter, reported allegation not found. The reported event of signal loss over 1 hour is reportable based on the complaint cannot be determined because there is no data in the cloud or in the bin file. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D10: device available for evaluation - additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer - additional. H6: event problem and evaluation codes - additional.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.